Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. Based on the investigation (explant analysis, device history record review, complaint database review, clinical signs), the most probable root cause is a mechanical overstress due to inappropriate neck size choice (too long) or bone preparation. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that, due to persistent thumb pain since the initial implantation, a male patient underwent revision surgery nearly three years later ((B)(6) 2025). After revision of the prosthesis and implantation of a shorter neck, the patient is doing well and no longer feels any pain.